Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Event description:
On (B)(6), 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6), 2011 at an unspecified time. The patient reportedly manages his diabetes with glipizide and metformin pill and denied taking any action regarding his usual diabetes management routine in response to the alleged issue. The patient claimed he developed symptoms of "cold sweats" a few days after the alleged issue and despite his symptoms, he denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The patient was using the correct test strips and the issue was resolved after troubleshooting; the meter powered on with the power button and with inserting a test strip. A replacement meter was sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.